Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
During a coelioscopy during removal of the surgical specimen, it remained in the abdomen of the patient because the bag was pierced at the end. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). As the lot number of the defective product was reported, the DHR review of the complained lot could be completed. Final inspection record of complained lot was reviewed. Lot was checked by final qc inspection and was released without any defect observed. Two (2) defective samples were returned although one (1) device is reported in this complaint. The defective samples were received on 25th of april 2017. Decontaminated defective samples were delivered in double plastic bags. The defective samples were examined. From the first look it is clear that the both memobags are leaky. Defective sample nr. 1: three (3) holes/cracks were found on the bag. Two (2) holes were found in the upper part of memobag and it is obvious that these holes were caused by some sharp instrument. One (1) hole/crack was found in the bottom part of memobag, it is compact and the foil is drawn at place of rupture. This rupture was created from the inside out. Two (2) defective samples were returned although one (1) device is reported in this complaint. The defective samples were received on 25th of april other remarks: 2017. Decontaminated defective samples were delivered in double plastic bag. The defective samples were examined. From the first look it is clear that the both memobags are leaky. Defective sample nr. 1: three (3) holes/cracks were found on the bag. Two (2) holes were found in the upper part of memobag and it is obvious that these holes were caused by some sharp instrument. One (1) hole/crack was found in the bottom part of memobag, it is compact and the foil is drawn at place of rupture. This rupture was created from the inside out. Defective sample nr. 2: one (1) hole/crack was found in the bottom part of memobag. The hole I rupture is located near the seal but not in seal, is compact and the foil is drawn at the place of rupture. This rupture was created from the inside out. Result: complained defect can be confirmed - the holes I ruptures in bags were found. Such holes/ruptures cannot be found after bag inserting and opening depending on character of the hole. Ruptures in the bottom parts of bags were created from the inside out. Inspections during production: multifunction inspections were performed during production and/or packaging of memobag products. Nonconforming products should be detected and immediately scrapped during these inspections. The memobag was 100% inspected several times during production as follows: during welding of bag (according to work instruction zwl-02-001, rev.06): 100% visual inspection is performed on all welded bags. Presence of scratches, grooves or holes on the surface of protective film is inspected. In case of some of these defects, the bag is always scrapped. 100% inspection before rolling of memobag (according to work instruction zwl-02-010, rev.07): >- the surface of bag is clean and powdered, without glue, damages and other defects >- the bag can be pulled down by the loop no impurities are inside the bag >-- the weld is regular and compact all-round the bag >- the closure loop is glued properly result: in case of broken bag, such bag should be immediately detected and scrapped. IFU 940268-000000 prescribes: - large tissue specimens may need to be cut into smaller pieces for removal. - the memobag is removing through the trocar incision side. If the contents of the memobag are too large to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. - care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices , morcellators, electrocautery or laser delivery devices. - with the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision. In the event, that the procedure for memobag removal is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of the found holes/ruptures. Ruptures in the bottom parts of bags were created from the inside out. As the root cause of this complaint was determined improper method of use on the customer side, no corrective/preventive actions in production are deemed necessary to introduce. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Although one (1) device is reported in this complaint, two (2) defective samples were returned. Returned defective products were examined and the complained defect can be confirmed - the holes/ruptures in bags were found. Such holes/ruptures cannot be found after bag inserting and opening depending on character of the hole. Ruptures in the bottom parts of bags were created from the inside out. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of the found holes/ruptures. Ruptures in the bottom parts of bags were created from the inside out.

Event description:
During a coelioscopy during removal of the surgical specimen, it remained in the abdomen of the patient because the bag was pierced at the end. The patient's condition was reported as fine.